Event description:
The reporter stated that the patient experienced a blood glucose (bg) level of 28 mg/dl requiring emergency medical treatment; the patient was reportedly treated with glucagon and intravenous glucose. The reporter called for help to find out how much insulin the patient had taken. The reporter stated that the patient was placed on the pump to help prevent the patient from having low bg. Customer support contacted the patient for follow up information. The patient stated that she had an ongoing issue with low bg and did not believe that the bg value was related to the pump. The patient reported using ezcarb and ezbg and reported that the pump was calculating appropriately. The patient stated that the health care provider (hcp) had changed the basal rates three weeks prior to the event and had an upcoming appointment with the hcp. The patient reportedly had burn on her arm which may have been affecting her bg. The patient continued on the pump with no further reported bg excursions. This report is made based on the allegation that the patient experienced hypoglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.